Manufacturer narrative:
The reported events were lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-72561. Related manufacturer reference number: 2017865-2023-72562. It was reported that patient's right ventricular (rv) and left ventricular (lv) lead exhibited loss of capture. It was noted from fluoroscopy that both leads were dislodged. During lead revision procedure it was found that set screw of patient's implantable cardioverter defibrillator (ICD) was difficult to loosen. Both leads and device were explanted and replaced. Patient death was reported. There is no known allegation from a health care professional that suggests that the death was device related.